Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Novopen 4 does not work [device failure]. Diabetes toe [diabetic foot]. Case description: study ID: (B)(6). Study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient's height, weight and body mass index was not reported. This serious solicited report from egypt was reported by a consumer as "novopen 4 does not work(device failure)" with an unspecified onset date , "diabetes toe(diabetic foot)" with an unspecified onset date and concerned a 54 years old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes", , mixtard 30 hm penfill (insulin human, insulin isophane) from unknown start date for "diabetes", dosage regimens: novopen 4: mixtard 30 hm penfill: current condition: diabetes(type and duration not reported). On an unknown date, the patient complained that novopen 4 does not work and she had imputation of toe due to diabetes. The patient reported that np4 was the cause of uncontrolled blood glucose levels batch numbers: novopen 4: mvg8m06. Mixtard 30 hm penfill was requested. Action taken to mixtard 30 hm penfill was not reported. The outcome for the event "novopen 4 does not work(device failure)" was not reported. The outcome for the event "diabetes toe(diabetic foot)" was not reported. Reporter's causality (novopen 4) - novopen 4 does not work(device failure) : unknown . Diabetes toe(diabetic foot) : probable. Company's causality (novopen 4) - novopen 4 does not work(device failure) : possible. Diabetes toe(diabetic foot) : unlikely. Reporter's causality (mixtard 30 hm penfill) - novopen 4 does not work(device failure) : unknown. Diabetes toe(diabetic foot) : unknown. Company's causality (mixtard 30 hm penfill) - novopen 4 does not work(device failure) : possible. Diabetes toe(diabetic foot) : unlikely. Company comment: diabetic foot is assessed as unlisted event according to the novo nordisk current ccds in mixtard 30 hm penfill. Patient has history of diabetes mellitus which is a significant confounding factor for developing diabetic foot and toe amputation. Considering the nature of event which is a chronic complication of diabetes mellitus, and safety profile of mixtard, causality is assessed as unlikely related. This single case report is not considered to change the current knowledge of the safety profile of mixtard 30 hm penfill.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) novopen 4 does not work [device failure] diabetes toe [diabetic foot] case description: reporter's causality (novopen 4) - novopen 4 does not work(device failure) : unknown diabetes toe(diabetic foot) : probable company's causality (novopen 4) - novopen 4 does not work(device failure) : possible diabetes toe(diabetic foot) : possible reporter's causality (mixtard 30 hm penfill) - novopen 4 does not work(device failure) : unknown diabetes toe(diabetic foot) : unknown company's causality (mixtard 30 hm penfill) - novopen 4 does not work(device failure) : possible diabetes toe(diabetic foot) : possible investigation results: name: novopen 4, batch number: mvg8m06 the number of complaints on the batch was evaluated and, when applicable, relevant actions was taken. The product was not returned for examination. Name: mixtard 30 penfill 3 ml 100iu/ml; batch number: unknown no investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations since last submission the case has been updated with the following information investigation results were updated, imdrf codes were updated, narrative was updated accordingly. Final manufacturer's comment: 06-may-2024: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Patient's underlying medical condition of diabetes mellitus is a significant risk factor for the development of diabetic foot. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of mixtard 30 hm penfill. Company comment: diabetic foot is assessed as unlisted event according to the novo nordisk current ccds in mixtard 30 hm penfill. Patient has history of diabetes mellitus which is a significant confounding factor for developing diabetic foot and toe amputation. Considering the nature of event which is a chronic complication of diabetes mellitus, and safety profile of mixtard, causality is assessed as unlikely related. This single case report is not considered to change the current knowledge of the safety profile of mixtard 30 hm penfill h3 continued: evaluation summary the number of complaints on the batch was evaluated and, when applicable, relevant actions was taken. The product was not returned for examination. If possible, please forward the reported product(s) for further investigations.